Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a blood glucose level of 194 mg/dl and a sensor glucose level of 75 mg/dl. The customer also stated that the day prior to the call, she had a blood glucose level of 43 mg/dl and a sensor glucose level of 121 mg/dl. The customer was advised that the sensor would be replaced but will not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.